Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. Available logfiles do not contain data for the reported event. No part is expected to be returned to manufacturer for evaluation. Event was cause by movement of the patient. There is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
With a physician reported that the patient moved while the side-cut portion of the corneal flap was being created in the right eye, resulted in an incomplete flap during refractive surgical procedure. Patient is doing well post operation.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).